Event description:
Initial glucose result of 141 mg/dl. Same sample repeated gave result of 106 mg/dl. The same sample was repeated again muiltiple times and gave the following results: 106, 106, 105, 107, 106, 107, 109, 107, 109, 107, 106, and 107 mg/dl. The initial result was not reported. The field service representative was unable to determine cause.